Manufacturer narrative:
Additional information was received on (B)(6) 2016 that the wake button is currently working properly and the customer's blood glucose level has not been affected. Customer reported their blood glucose level was 80 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. In addition, the contact reported that the customer's blood glucose (bg) level was running high for the past week however, no specific value was provided. Multiple follow up attempts were made to gather more information and complete troubleshooting with the customer. However, no additional information was provided.